Manufacturer narrative:
Additional information has been requested but has not been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported tags and radial tears during laser assisted cataract surgery. Additional information has been requested but not received.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Femtosecond lasers fire perforating pulses to perform capsulotomies. It is possible that these perforations can lead to a weakening of the capsule and result in unexpected tears. However, ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear and incomplete capsulotomies during a manual or a laser-assisted cataract procedure. Following the laser treatment, the capsular bag undergoes additional stress during the remaining steps of the cataract procedure. The additional stress can also contribute to or cause a capsular tear. (B)(4).